Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received no delivery alarms. The customer also reported that the insulin pump was not delivering the amount that she was programming. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 367 mg/dl at the time of call. The customer stated that she treated her high blood glucose by giving bolus. The customer stated that she removed and found the infusion set bent. The customer stated that she experienced fatigue. The customer stated that she tried delivering insulin but the insulin pump did not deliver insulin. The insulin pump will not be returned for analysis.